Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock therapy and anti-tachycardia pacing (ATP) due to possible rapid ventricular response (RVR). This device remains in service. No adverse patient effects were reported.Additional information was received which indicated that, this ICD delivered another inappropriate shock and anti-tachycardia pacing (ATP) due to possible rapid ventricular response (RVR) due to atrial arrhythmia. Therapy did not convert rhythm. There were not out of range measurements. No additional adverse patient effects were reported.